Event description:
According to the reporter, intra-operatively of an open umbilical hernia repair, when mounting the suture onto the needle holder, two sutures detached from the needle. Another suture had the same issue when the surgeon was suturing to repair the umbilical hernia. A different suture altogether was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cp-535, cp-535 surgipro* 1 blu 100cm gs24 x36 (lot#:d3d0067y), cp-535, cp-535 surgipro* 1 blu 100cm gs24 x36 (lot#:d3d0067y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.